Event description:
The customer reported to olympus the balloon was torn and was unable to inflate. The reported issue occurred during preparation of use for an eco-bronchoscopy procedure. The procedure was subsequently completed with a similar device with a mentioned delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted. Related cases: (B)(6) balloon, ma j-1351/ lot 25000, (B)(6) balloon, ma j-1351/ lot 2200, (B)(6) balloon, ma j-1351/ lot 2200, (B)(6) balloon, ma j-1351/ lot 2200, (B)(6) balloon, ma j-1351/ lot 2200, (B)(6) balloon maj-1351/ lot 25000.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured in february 2022 based on the provided 3-digit lot information. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported phenomenon or condition of the device could not be confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: ·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·store the balloon in a cool environment with low humidity. ·after opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. ·the balloon can tear easily, beware of sharp objects. Olympus will continue to monitor field performance for this device. If additional information becomes available this report will be supplemented accordingly.